Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No pump error 4, pump error 15 or pump error 63 noted during testing, however, noted in device trace download due to moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed for pump error and the customer stated that the self test was not passed. The insulin pump will be returned for analysis.